Event description:
A consumer stated that he allegedly received a second degree burn on his back while using a heating pad. He indicated that medical attention was sought for his injuries two weeks after the initial incident . The consumer stated that he was sleeping on top of the heating pad at the time that the injury occurred. The instructions for proper use clearly state "do not use while sleeping... Do not sit on or crush pad - avoid sharp folds. Always place pad on top of and not under your body. Never place pad between yourself and chair, sofa, bed or pillow."